Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was later reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated that the reported event of post-paced t-wave oversensing reoccurred. Reprogramming is anticipated to be performed to resolve the event. The patient was in stable condition.